Event description:
The customer reported to olympus, the gastrointestinal videoscope had an 315 error (incompatible scope). There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle and the plastic distal end cover had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, the universal cord and the bending section cover were scratch. The suction connector was dirty due to water leakage, the adhesive around light guide lens was peeled; the light guide lens had a crack the control unit had discoloration and the adhesive on the bending section cover had white-clouded area. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the due to corrosion on endoscope connector, e218 (scope malfunction error) occurs and due to damage on suction connector, a noise image occurs. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive root cause of the foreign material in the device was not established, however, it is possible foreign material remained in the device due to physical damage. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif 1200n series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif 1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.